Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, error test, rewind and displacement test. No alarms noted. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force system sensor. The drive support was inspected and no anomaly noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with broken reservoir tube lip. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during rewind. The customer's blood glucose reading was 298 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.